Event description:
The hcp reported the patient was not getting the needed spasticity relief. The pump was explanted and replaced after an implant duration of 6 months. Additional information from the hcp reported the patient was experiencing increased spasticity and pain. The hcp reported he "went through everything diagnostically including myelogram through pump access port. At surgery, catheter (distal) was wrapped in arachnoid and was not functioning." The catheter was explanted and replaced. The patient was reported to have recovered without sequela. Reference manufacturer report: 2182207-2006-01391.

Manufacturer narrative:
Catheter analysis revealed no anomalies, normal device function. This report is being submitted following an internal audit.